Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Additional failures are related to component degradation without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis the technical assistance center (tac) representative indicates that white foreign material at the air/water cylinder and channel, a gap in adhesive at the distal end, and adhesive wear around the objective lens was found. There was no patient involvement.